Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant procedure of an ovation device on (B)(6) 2018, it was reported that the physician encountered some difficulties. The patient had a tortuous aorta and iliacs going into case which caused problems from the get-go, including what would be perceive as an incomplete fill (polymers) and difficulties placing the wires to deploy the device. The device was dislodged during the placement process. The case was therefore aborted. The patient's final angiogram demonstrated type-3 (union leak) due to no limb within the left side docking gate; additionally, there was also a type 1a endoleak observed. The patient was doing fine less than 48-hour after the procedure. The physician does not have plans on doing an aui, and will only do a fem/fem crossover, if and when the patient's leg becomes ischemic. Patient is currently stable and will be monitored.